Event description:
It was reported that the battery gauge was "static". There was no adverse impact to the customer¿s blood glucose value. The pump was reset, and the customer continued to use the pump for insulin therapy.